Manufacturer narrative:
No unexpected button error alarms noted. Unit received with no button response on the esc button due to corroded keypad traces noted. Unable to perform displacement test due to unresponsive keypad. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.